Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope ID is not displayed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the issue of b30 scope communication and the issue of scope ID is not displayed; was due to physical stress or leakage that may have caused poor contact at the electrical contacts of the video connector or scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flex deflectable videoscope displayed a b30 scope communication error. The issue occurred during reprocessing. There was no patient involvement.

Event description:
No new additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and correction to the previously submitted emdr. Updated fields: d8, d10. Corrected fields: h6-type of investigation.